Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while the vela ventilar was being used on a patient. The exhaled tidal volumes was reading inaccurately and could not stabilize. The customer replaced the sensors, exhalation valve body and poppet, but the reported issue was not corrected. No allegation of patient harm or injury was reported.